Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt had an incision and drainage of septic hip without removal of prosthetic component. It was noted that upon exposure, there was a gush of fluid. Surgeon's notes post operatively revealed that the cultures were negative for infection.